Manufacturer narrative:
The complaint device was returned for evaluation. A visual inspection of the returned light source found the two cover screws missing, one foot bumper missing, physical damage to the corners of the cover and chassis. Internal inspection found one ferrite was in two pieces and loose in the unit. The other ferrite mounted on the power entry module was broken. The customer had tie-wrapped the power switch in the "on" position. The front mirror was mounted in the holder in reverse. One mirror holder was visibly melted. The unit powered "on," the fans functioned and the attenuator was adjustable using the knob. The improperly mounted front mirror resulted in the melting of the adjacent mirror holder. The reported complaint is confirmed from the evaluation. The root cause is user error, tampering evident. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a 009300xspt assembly, 9300xsp l/s w/awos t, there was ¿burning to the first mirror¿. It is unknown if there was any patient contact, or a surgical delay, however there was no patient injury/death alleged. Request for additional information has been sent.